Event description:
It was reported that the patient was "having seizures" and has been hospitalized 11 times since device implant. At the device checkin the emergency room, the patient was told that the device was okay. The physician's office was contacted and the patient has not been seen since implant and attempts to reach the patient have not been successful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).